Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced blood glucose fluctuations reported at 25 mg/dl for the low and 457 mg/dl for the high after breakfast while using the ilet system, attributed to announcing meals using smaller-than-actual meal sizes despite announcing at the time of eating; education on proper meal announcements was provided and factory reset guidance was advised. No adverse clinical symptoms associated with hyperglycemia followed by hypoglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included customer care assessment and recommendation to transfer for further clinical guidance. Investigation of this case revealed user technique error related to incorrect meal size announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement practices.